Event description:
(B)(4) reporting that pump (B)(4) needs to be replaced. They put in batteries and the pump began to make a funny noise. He attempted to replace the batteries 4 times and the pump would not turn on. No error message was displayed. Pt is being advised that pt should have two functional pumps. If they discharge pt with one pump, pt will need to go directly to ER. New pump being sent to pt. No other info available.